Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: 407645, implanted: (B)(6) 2013; product ID: 6947m55, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID# d204drm the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from the (B)(6) mortuary with no information. Information identified in the manufacture¿s data base indicated the patient died approximately six months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.